Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir. Performed the pre fill reservoir test showed the reservoir passed per specifications. No occluded anomalies were found during our analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was over 600 mg/dl. The customer stated that no air could be pushed out with the plunger. The customer stated that when she tried to fill her pump, something always goes wrong. The customer troubleshooted and the issues were resolved. The customer stated that the plunger is not down. The customer will be sent replacement reservoirs.